Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged post-op wound infection is related to the prevena¿ incision management system. Multiple unsuccessful attempts were made for additional clinical and device information. It is unknown if and what medical or surgical intervention was required. Device labeling, available in print and online, states: warnings. Infected wounds: as with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If infection develops, prevena¿ therapy should be discontinued until the infection is treated. The prevena¿ incision management system will not be effective in addressing complications associated with the following: · ischemia to the incision or incision area; · untreated or inadequately treated infection; · inadequate hemostasis of the incision; · cellulitis of the incision area. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 17-jun-2024, the following information was received from the physician: "we have been using the prevena regularly in our post op bowel patients and they have generally been doing well. We have had two wound infections, however, both were women with bmi greater than 40, long surgeries." No additional information available. The prevena¿ incision management system lot number was not provided and was not returned; therefore, a device evaluation and device history record review could not be performed. The alleged post-op wound infection for patient (B)(6) is reported under MDR-3009897021-2024-00038. The alleged post-op wound infection for patient (B)(6) is reported hrerein.